Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out for normal battery depletion, the device exhibited backup operation. The device was successfully replaced.